Event description:
A routine x-ray after cochlear implantation surgery, revealed incorrect placement of the implant into the recipient. The device was actually found in the vestibula rather than the cochles. The patient was explanted successfully with a new device in 2005.